Manufacturer narrative:
The technician replaced the trendelenburg valve to resolve the issue.

Event description:
The technician alleged the head of the bed is drifting down over several hours. No patient impact.